Event description:
Procedure: av fistula. According to the reporter: the covidien small clip applier was applied to the left side fistula and did not clamp all the way down pooped off. Then the second clip applied; tore through the vein. Vein repaired, otherwise there was no injury to the pt.

Manufacturer narrative:
(B)(4).